Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The provisional was fractured on the medial side. The potential risks for the instrument associated with this complaint can be found in the device's risk management file (dfmea group 2 -tibial a/s provisional - shim design (tasp) rmf rev. 15) on lines 58 and 59: "tasp is damaged or fractures during normal usage." Device history record was reviewed and no discrepancies were found. The root cause of this fracture is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received and the investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that the devices were discovered fractured at the distributors office. No adverse events have been reported regarding this event to date.